Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.50 x 20mm stent delivery catheter was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted to both the proximal and distal ends of the stent; struts lifted and pulled in a distal direction. The outer diameter of the undamaged section of the crimped stent was measured and found within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. There was evidence of hardened red substance (resembling blood) inside the balloon and extrusion section of the device. In order to attempt to inflate the balloon it was soaked in waterbath at 37 degrees. Encore inflation device was used to inflate device. Note encore inflation device was verified at nominal and rated burst pressure using a pressure indicator. In order to inflate the balloon the distal end of the device was cut 218mm from the tip edge (past the kinks noted in the extrusion) and an inflation aid (needle) place in between the inner and outer extrusion. The encore device was connected to the inflation aid. The balloon inflated to nominal and the stent deployed with no issue. A visual and tactile examination of shaft polymer extrusion found a mid-shaft break and a partial hypotube break, 1080mm from the distal end of the strain relief. The mid-shaft extrusion was severely twisted and was kinked 3.5cm proximal of the port weld. Several kinks were noted along the inner and outer shaft polymer extrusion. A visual and tactile examination of the hypotube found multiple hypotube kinks and a partial break in the laser cut section of the hypotube, 1080mm from the distal end of the strain relief, the hypotube was also bent at the partial break site. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing crimp data and vacuum decay test data was reviewed and no issues were identified. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a shaft broke and the patient was sent to surgery. The target lesion was located in the mid left anterior descending artery. A 2.50 x 20 synergy ii stent system was advanced and when deployment was initiated, the balloon would not inflate. Dye was noticed streaming out from he guide catheter. It was realized that the shaft was broken somewhere in the guide catheter. The broken shaft was unable to be retrieved. The patient was sent immediately to open heart surgery. The patient was doing fine in surgery.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a shaft broke and the patient was sent to surgery. The target lesion was located in the mid left anterior descending artery. A 2.50 x 20 synergy ii stent system was advanced and when deployment was initiated, the balloon would not inflate. Dye was noticed streaming out from he guide catheter. It was realized that the shaft was broken somewhere in the guide catheter. The broken shaft was unable to be retrieved. The patient was sent immediately to open heart surgery. The patient was doing fine in surgery.